Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: patient information not provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter telephone number: (B)(6). Section h3: device evaluation: product evaluation was not performed because the product has not been received. If the product is received after initial closure, the product investigation and complaint (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing; therefore, no further escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the non-preloaded intraocular lens (iol) broke while surgeon was positioning iol in eye. Doctor subsequently explanted the lens and reimplanted another iol in the same procedure. No further information is available.